Manufacturer narrative:
Block b3: exact date unknown approximated, event occurred six months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing burning sensation at the implantable pulse generator (ipg) site while using the spinal cord stimulation (scs) in the shower.